Event description:
Healthcare professional reports :port leak of lap-band". 'In the past couple months patient's weight has increased and has complained that pt had the ability to eat more than usual. We carried out an adjustment but 4 weeks later the pt said it had no effect whatsoever. Out bariatric nurse carried out a fluid check and observed that there was 2 ml missing from the band, when compared to what we had documented. Nurse carried out a fill. Further 2 ml was missing from the band, however, some fluid was still present. Hospital advised that there was a leak in the port and would require port replacement."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan had not received the product at this time. Therefore no analysis of testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."